Manufacturer narrative:
(B)(4). The g5 mobile system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/21/2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2017. Patient reported that someone noticed they had passed out in their car and called the emergency medical technicians (emts). Patient stated that prior to passing out, the last thing they remembered was that they felt low and checked their bg meter. Patient's bg meter read 59mg/dl. Cgm was reading 101mg/dl at the time. Patient believed she may have ate something to raise her bg levels but was unsure. When the emts arrived, patient was administered glucagon and was not taken to the hospital. Paramedics sat with the patient for 20 minutes and ensured the patient's bg levels had risen enough for the patient to driver herself home. Patient's bg level was at 189mg/dl when driving home. Additionally, the patient indicated that they take medication containing acetaminophen. At the time of contact, the patient was stable. Data was returned for evaluation. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined. The patient took medication(s) containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.